Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refw0166 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported removed a PICC today from a patient that was placed on (B)(6) 2021. When the nurse removed this PICC, she noted a "split" in the PICC around the 12 cm mark, as in a linear cut across the lumen.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a split in the catheter was confirmed. The product returned for evaluation was one 4fr s/l powerpicc catheter. The investigation findings are consistent with damage accumulated through flexur.al fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed between 11 and 13 cm mark. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned ¿ 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together ¿ overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing) an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported removed a PICC today from a patient that was placed on dec 30, 2021. When the nurse removed this PICC, she noted a "split" in the PICC around the 12 cm mark, as in a linear cut across the lumen.